Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "left breast demonstrated a more suspicious pattern of nodular peripheral enhancement with peri-implant effusion and benign capsular tissue on the left." The reported event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Article citation: maimone, santo et al. ¿peri-implant enhancement of the breast: imaging features, significance, and management strategies.¿ journal of breast imaging vol. 7,3 (2025): 301-310. Doi:10.1093/jbi/wbae084.

Event description:
Through journal article "peri-implant enhancement of the breast: imaging features, significance, and management strategies", "a 57-year-old woman with textured silicone implants in place for 29 years [...] Reported "the left breast demonstrated a more suspicious pattern of nodular peripheral enhancement with peri-implant effusion", "capsulectomy demonstrated benign capsular tissue on the left." The device status is unknown. This related to the left side device. Manufacturer of device is unknown.